Event description:
During a lead revision procedure on (B)(6) 2025, it was reported by an impulse dynamics field representative that the physician during the procedure had backed out the osm ipg set screw too far when attaching the new lead. The screw was backed out to the point where "it was tilted and out of the grooves." The physician at that point swapped the previously implanted ipg for a new one. The explanted ipg is expected to be received by impulse dynamics USA, inc. In marlton, nj in the coming weeks for a full product evaluation.

Event description:
Note: this is an amendment to a previously filed MDR. The explanted ipg was returned to ID USA for a full evaluation after being sterilized. A loose set screw was observed which was consistent with the reported issue. The remaining five set screws were successfully tightened to full depth and backed out without issue. The loose set screw was replaced in order for the ipg to begin electronic controls testing. The device passed all functional checks of the final electronic control testing. The root cause of this issue was user error during the implant procedure. The ipg was scrapped after evaluation.